Event description:
The following information was reported by the clinical safety officer as part of ees clinical trail cm-99-000. It was reported that (1) device was used during a tonsillectomy. It was reported during a pt study, that the patient went under the tonsillectomy with the harmonic scalpel with moderate bilateral electrocautery touch-up, concomitantly with adenoidect. The pt had a history of hpertonils 2+. In 2000 the pt was taken to the emergency room after awaking at home during the night and spit out a small amount of blood. The pt also spit out a small blood clot in the ER. The pt remained at the hospital for several hours for observation of any further bleeding and treated with IV for dehydration. The association with the harmonic scalpel was reported "undetermined". The pt recovered without sequelae.